Event description:
A customer contacted baxter's technical service center regarding a check lines and bags. This event occurred during use, the patient was connected, in fill. The hp disconnected the bag from the final line and connected it to the heater line. The technical service representative (tsr) assisted the hp in ending therapy. The hp would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation check lines and bags, patient disconnected the bag from the final line and connected it to the heater line, which is a use error/poor aseptic technique. The assignable cause is undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.